Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that the patient went through security that caused her to feel a jolt and then turned her system off. The pt has had pain in her lower back and left leg since this happened. She was placed on anti-inflammatories and instructed to leave her system off until the pain dissipates. No serious injury was reported.